Event description:
On (B)(6) 2026, while completing cvc insertion, it was noted that dilator of cvc kit was broken. Kit discarded and another opened. Line placed without complication. Following placement, it was noted that only one out of three clamps was present in kit. Another kit opened and clamps obtained. No further interventions required. Pt: 4582. Device codes: 1069, 2306. Ref: mw5189188.